Event description:
It was reported by service report that the scales were not accurate. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: headend load cells.